Manufacturer narrative:
Although it was stated that the device used in the reported incident will be returned, it has not been rec'd by the MFR. Therefore, a device failure analysis is not yet available. Upon receipt of the device/completion of the investigation, a f/u medwatch will be submitted.

Event description:
As reported by hospital, during a ptca procedure, the y-adaptor being utilized came apart. The pt had been brought in from the ER. The pt later died, but it was clearly stated by the complaint reporter in the cardiac cath lab, as well as by hospital pt safety officer that, the death was not due to or a complication of the device malfunction. The used device is being returned for eval.